Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 46 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and hypersensitivity. No further patient complications were reported.